Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider regarding their external equipment. The hcp stated that they got error code 338 on tablet on friday. Additional information was received from the company representative (rep) via the healthcare provider reporting that device software version was v1.3.2066.0. It was also reported that the event had not occurred again and the account had been instructed to let the company rep know if it happened again and "to keep probe/hub sn".